Event description:
Left knee got really infected [joint infection], ([joint effusion], [aching (l) knee], [localized erythema], [swelling of l knee], [joint warmth]) couldn't walk [unable to walk]. Case narrative: based on additional information received on 03-jan-2020, suspect product was updated from synvisc to synvisc one. This case is linked to (B)(4) (duplicates). Initial information was received from united states on 28-aug-2019 regarding an unsolicited valid serious case from a patient. This case involves an unknown age male patient who received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced left knee got really infected, couldn't walk (latency unknown). The patient's past medical history, medical treatment(s), vaccination(s) , family history and concomitant medications were not provided. On an unknown date in late 2016 or early 2017, the patient started treatment with device hylan g-f 20, sodium hyaluronate injection in both knees, (unknown dose, and frequency) via intra-articular route (with an unknown batch number) for arthritis. Information on batch number was requested. Patient had no problem in right knee. Within 24-36 hours of injection, patient started to experience extreme pain, redness, swelling 50% than the other knee, warm to touch and he could not walk. On an unknown date in 2016 or 2017, after unknown latency, patient's left knee got really infected, for which he required hospitalization. Patient saw the administrating doctor and was treated by draining fluid and sending some in to be tested. Patient was sent immediately to an infectious disease doctor who x-rayed the knee, did a CT scan, put him on oral and IV antibiotics and in 6-8 days it was better enough to do a surgery on the left knee. Reportedly, he had two surgeries, because they had to cut the infection out of the knee. He was in patient for 3 days after the surgery and was on oral pain medicine and had 4 weeks of physical testing (pt). On an unknown date in approximately on (B)(6) 2017, patient had a left knee replacement. It was reported that patient was ambulatory with walker and then crutches. Action taken: not applicable for all events. Corrective treatment: oral and IV antibiotics, two surgeries to cute the infection out, left knee replacement for left knee infection; using walker then crutches for couldn't walk. Outcome: unknown for all the events. A product technical complaint was initiated on 03-sep-2019 for synvisc. Batch number: unknown global ptc number: 60111. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 03-sep-2019. Additional information received on 03-sep-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 03-jan-2020 from a patient via phone: suspect product was updated from synvisc to synvisc one. Action taken was updated from unknown to not applicable. Clinical course updated. Text amended accordingly.

Event description:
Left knee got really infected [joint infection] ([joint warmth], [joint effusion], [aching (l) knee], [localized erythema], [localised rash], [swelling of l knee]). Couldn't walk [unable to walk]. Unable to work for 12 weeks during the time right after the injection, and was very limited [inability to work]. Case narrative: this case is linked to (B)(4) (duplicates). Initial information was received from united states on 28-aug-2019 regarding an unsolicited valid serious case from a patient. This case involves an unknown age male patient who received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced left knee got really infected, couldn't walk, unable to work for 12 weeks during the time right after the injection, and was very limited (latency unknown). The patient's past medical treatment(s), vaccination(s), family history and concomitant medications were not provided. It was reported that the patient had knee pain and wanted to do something that would allow him to become mobile and active. After research and conversation with doctor, synvisc injections were decided. On (B)(6) 2016, the patient started treatment with device hylan g-f 20, sodium hyaluronate injection in both knees (unknown dose) frequency once via intra-articular route (with an unknown batch number) for arthritis. Information on batch number was requested. Patient had no problem in right knee. Within 24-36 hours of injection, patient started to experience extreme pain, redness, swelling 50% than the other knee, warm to touch, rash in left knee, and he could not walk. It was reported that the pain was so bad that the patient could not put any pressure on it. On an unknown date in 2016, after unknown latency, patient's left knee got really infected, for which he required hospitalization (seriousness criteria: life threatening, hospitalization, medically significant, intervention required). Patient saw the administrating doctor and was treated by draining fluid and sending some in to be tested. Patient was sent immediately to an infectious disease doctor by the arthritis doctor who x-rayed the knee, did a CT scan, put him on oral and IV antibiotics and in 6-8 days it was better enough to do a surgery on the left knee. Reportedly, he had two surgeries, because they had to cut the infection out of the knee. He was in patient for 3 days after the surgery and was on oral pain medicine and had 4 weeks of physical testing (pt). It was reported that the infection was surgically removed on an unknown date on (B)(6) 2016. After being in their care for weeks, having to use a groshong (IV drip) in chest for weeks, being hospitalized more than once, and having the infection removed surgically, the knee got better. It was reported that the infection delayed this for a significant amount of time. The entire process lasted approximately 7 months. The patient was able to work for only 5 months in 2016. On an unknown date in approximately on (B)(6) 2017, patient had a left knee replacement. The patient eventually had both of my knees replaced but had to wait until the infection was completely gone to be able to do that. It was reported that patient was ambulatory with walker and then crutches. Reportedly, the patient was unable to work for 12 weeks during the time right after the injection, and was very limited in what he could do for months due to crutches (latency: unknown) and seriousness criteria of disability. Action taken: not applicable for all events. Corrective treatment: oral and IV antibiotics, two surgeries to cute the infection out, left knee replacement for left knee infection; using walker then crutches for couldn't walk. Outcome: unknown for all the events. A product technical complaint was initiated on 03-sep-2019 for synvisc. Batch number: unknown global ptc number: 100015012. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 03-sep-2019. Additional information received on 03-sep-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 03-jan-2020 from a patient via phone: suspect product was updated from synvisc to synvisc one. Action taken was updated from unknown to not applicable. Clinical course updated. Text amended accordingly. Follow up information received on 03-jan-2020. No new information. Follow up information received on 10-jan-2020. No new information. Follow up information received on 19-jan-2020. No new information. Follow up was received on 23-jan-2020 from other health professional. Global ptc number updated. No significant information was received. Additional information was received on 28-jan-2020 from a patient. Suspect start date updated. Event added for unable to work for 12 weeks during the time right after the injection, and was very limited. Symptom of rash added. Clinical course updated. Text amended accordingly.

Event description:
Left knee got really infected [joint infection], ([joint effusion], [aching (l) knee], [localized erythema], [swelling of l knee], [joint warmth]) couldn't walk [unable to walk]. Case narrative: initial information received from united states on 28-aug-2019 regarding an unsolicited valid serious case received from a consumer. This case involves an unknown age male patient who received treatment with use of medical device hylan g-f 20, sodium hyaluronate (synvisc) and experienced left knee got really infected, couldn't walk, (latency unknown). The patient's past medical history, medical treatment (s), vaccination(s) and family history were not provided. On an unknown date in late 2016 or early 2017, the patient started treatment with use of device hylan g-f 20, sodium hyaluronate in both knees, formulation injection, at unknown dose, frequency, route intra-articular (with an unknown batch number) for arthritis. Information on batch number was requested. Patient had no problem in right knee. Within 24-36 hours of injection, patient started to experience extreme pain, redness, swelling 50% than the other knee, warm to touch and he could not walk. On an unknown date in 2016 or 2017, after unknown latency, patient's left knee got really infected, for which he required hospitalization. Patient saw the administrating doctor and was treated by draining fluid and sending some in to be tested. Patient was sent immediately to an infectious disease doctor who x-rayed the knee, did a CT scan, put him on oral and IV antibiotics and in 6-8 days it was better enough to do a surgery on the left knee. He was in patient for 3 days after the surgery and was on oral pain medicine and had 4 weeks of physical testing (pt). On an unknown date in approximately (B)(6) 2017, patient had a left knee replacement. It was reported that patient was ambulatory with walker and then crutches. Action taken: unknown for all events. Corrective treatment: oral and IV antibiotics, surgery, (left knee replacement) for left knee infection; using walker then crutches for couldn't walk. Outcome: unknown for all the events. A product technical complaint was initiated on 03-sep-2019 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 03-sep-2019. Additional information received on 03-sep-2019. Investigation summary received and ptc results added. Text amended accordingly.